Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella pump was supporting; however, it was explanted due to low flows from a kink of the catheter. According to physician, due to patient¿s short ascending aorta, a catheter kink occurred. The physician tried to remedy the kink by pulling the catheter back a little. However, the issue did not resolve. The procedure continued with impella pump support during the case. It was noted no further issues occurred. The impella pump was removed after three hours of support.

Manufacturer narrative:
The investigation into the product damage (cannula kink) issue has been completed since the original report was filed. The device was returned for investigation. Cannula kink was observed near outflow cage. The cause of the low pump flow issue was cannula kink due to patient anatomy condition as the patient had short ascending aorta and kink occurred while attempted to pull the catheter back.